Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Her blood glucose level went over 500 mg/dl. The insulin pump alarmed no delivery. The high pressure test passed. She felt sluggish. The device was not returned.